Manufacturer narrative:
The fse confirmed the error report. The left side of touchscreen is unresponsive. Performed multiple calibrations. Touchscreen still not responding. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Should the touchscreen be returned at a later date, this complaint may be reopened to document the root cause analysis.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Dispatched a field service engineer (fse) for onsite service and repair. Resolution and disposition are pending - investigation ongoing.